Event description:
It was reported that the patients' implantable pulse generator (ipg) incision site of the spinal cord stimulator (scs) experienced dehiscence at the lateral edge of the incision. New sterile strips were applied and the wound was redressed. There were no signs of infection reported.